Event description:
A customer reported that two cartridges did not fit properly on their insulin pump, an issue that had occurred previously. There was no adverse impact to the customer¿s blood glucose level, with levels remaining below 500 mg/dl. The customer was able to successfully load a new cartridge after discarding two and requested replacement items. Technical support agreed to send a one-time replacement to maintain customer satisfaction, and the customer was able to resume insulin delivery.